Manufacturer narrative:
The philips biomedical equipment technician evaluated the device and determined it had reached it's end of life. Therefore, service could no longer be completed on the unit. The heartstart mrx device and all associated service/support was discontinued on 03-feb-2022. As troubleshooting was not completed for the device, the reported issue could not be verified, and a cause could not be established. The reported problem was not confirmed.

Event description:
It was reported to philips that the device failed to run the operational check. There was no patient involvement.